Event description:
Philips received a customer complaint regarding a v60 ventilator indicating that the accept button was unresponsive. No patient involvement or patient impact was reported at the time the issue was identified. The customer evaluated the device with assistance from a remote service engineer (rse) and confirmed the reported condition. It was determined that the switch printed circuit board assembly (pcba) requires replacement, and the appropriate part identification was provided to the customer. This investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 09feb2026, it was confirmed that the unit remains out of service, as the required replacement part is currently on back order with no estimated time of arrival. Once the replacement is completed, the removed part will be disposed of through e-waste. In the interim, a known good part from another unit was temporarily used for troubleshooting purposes. The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, switch printed circuit board assembly (pcba), aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.